Manufacturer narrative:
Completed information for section a1 - patient identifier: sids (B)(6). The field service representative (fsr) inspected the instrument performed several troubleshooting procedures, including part replacement and cleaning, which resolved the issue. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional discrepant result issues have been reported since the service activity was completed. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect i1000sr did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect i1000sr for serial number (B)(6) was identified.

Event description:
The customer observed false reactive architect rhtlv-I/ii results generated for multiple donor samples. The following data was provided: (B)(6) 2025 sample ID (B)(6) initial result = positive, repeat result = positive. (B)(6) 2025 sample ID (B)(6) initial result = positive, repeat result = positive. (B)(6) 2025 sample ID (B)(6) initial result = positive, repeat result = 1.36, 1.29, 1.22. (B)(6) 2025 sample ID (B)(6) initial result = positive, repeat result = 4.47, 4.39, 4.04. (B)(6) 2025 sample ID (B)(6) initial result = positive, repeat result = 2.25, 2.35, 2.15. No impact to patient management was reported.